Manufacturer narrative:
(B)(4). Physio-control provided the biomed with technical assistance. Physio recommended inspecting the therapy connector. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device did not analyze with a test load connected. The customer advised physio the test load functioned normally on other devices. As a result, defibrillation energy may not possible, if it were necessary. There was no patient use associated with the reported event.